Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4)secondary surgical intervention, lens explanted and exchanged for shorter lens. Work order search: one similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -06.00 diopter, in the patient's left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2018 due to excessive vaulting and glare/halos. The lens was exchanged for a shorter lens but the problem was not resolved. The patient still complained of glare and halos and could see the border of the lens. See MFR report # 2023826-2018-00952 for exchanged lens.

Manufacturer narrative:
The lens was returned in liquid, in lens case/vial. Visual inspection found no visible damage to the lens. Dimensional testing was performed on the lens and the lens passed specification. (B)(4).